Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps was used on the patient and a small fray cable was noticed, to avoid damaged the instrument was switched with a back up, the prograsp forceps was still closing. The procedure was completed with no reported injury.